Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update ¿(B)(6) 2016 pfs and medical records received. After review of the medical records, with the exception of about 20 pages that were illegible, for MDR reportability, in addition to what was previously reported the medical records from (B)(6) 2014 stated that the patient reported having instability and falling. There was no new information provided that would affect the existing investigation.

Event description:
Litigation alleges the patient suffers from pain, discomfort, limited mobility, and toxic cobalt-chromium metal debris to be released into the tissue. Update rec'd (B)(6) 2014 - pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. Update (B)(6) 201 5- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note for the right hip (B)(4) indicated elevated metal ions above 7 (no date or unit of measurements provided). An unknown stem is being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.